Event description:
Atlantis sr pro2 manufactured by boston scientific has problem with tip rupture and fracture during use. There have been 5 cases in the us, and at least 35 cases in another country. The company is neglecting the failure, calling it misuse by the doctor. Dates of use: 2008- 2009.